Event description:
Pt had a femoral angiography done in a 4mm vessel. Pt had slight scar tissue and had received a prior sealing device. Severe arterial spasm was noted during deployment. Appropriate post deployment care was given. Fifteen minutes post deployment an arterial occlusion occurred. The pt's leg was a dusk color. Thromboytic therapy, anticoagulation therapy and percutaneous thrombectomy treatment were started 45 minutes post deployment. The event resolved approx two to three hours post deployment.